Event description:
It has been reported that pins of the oscillating saw attachment were broken during surgery. No patient harm or injury was reported. No surgery delay was reported.

Manufacturer narrative:
At the date of this report, the product was not returned to the manufacturer, the investigation is then not completed. A medwatch follow-up will be submitted when the investigation is closed.